Event description:
The pt present with a ruptured left anterior communicating artery aneurysm, and this was partially occluded with coils without any reported issue or clinical consequence to the pt. Three days later, the physician successfully placed a stent in the a1-a2 segment of the left anterior cerebral artery and good flow was noted in both cerebral arteries with no thromboembolic events. A CT scan was performed post procedure and no changes were noted, and the pt awoke without any neurological change. Two hrs later, the pt presented with a neurological deficit from a right "hemicorp" and a left hematoma. The pt was placed on double anticoagulation therapy using plavix and kardegic. Ten days later, the pt suffered a gastric hemorrhage and endoscopy revealed an ulcer. This bleed responded well to transfusion treatment. The pt is reported to have "hemicorps hemiplegia in the right forearm and hand and is awaiting a place at a rehabilitation center". The left hematoma was reported to be resolved.

Manufacturer narrative:
No allegation of product malfunction or non conformance contributing to the reported event.

Manufacturer narrative:
Evaluation conclusion: other for anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not available for evaluation as it remains implanted in the patient. From the information provided it was determined that the device was used in accordance with the labeling and that this did not cause or contribute to the reported event. A review of the labeling found that it contained language regarding the reported event. Based on the investigation and information provided, it can be concluded that the reported event was not related to any product specification nonconformance or malfunction or to the misuse of the device. Neurological deficit is noted in the labeling as potential procedural complication. Therefore, the root cause of anticipated procedural complication was assigned to this event.